Event description:
The surgeon final tightened on s1 pedicle screw and it felt like the tulip head came off/disengaged. The surgeon took out the rod and was able to pull the tulip head off of the s1 pedicle screw. The surgeon put in a larger diameter pedicle screw, seated the rod, and final tightened without any issue.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the separation of the tulip head from the bone screw was discovered as the surgeon was attempting to final tighten the s1 pedicle screw. It may have been possible for the surgeon to exceed 12 nm, which would result in additional forces acting on the tulip/screw interface and ultimately resulting in the separation of the tulip head from the bone screw. No manufacturing issues were discovered. Conclusion: a root cause could not be conclusively determined; however, it may be a result of excessive torque used to tighten the blocker.

Event description:
The surgeon final tightened on s1 pedicle screw and it felt like the tulip head came off/disengaged. The surgeon took out the rod and was able to pull the tulip head off of the s1 pedicle screw. The surgeon put in a larger diameter pedicle screw, seated the rod, and final tightened without any issue.